Event description:
The end user was attending his daughter's hockey game on (B)(6) 2011 when the cross brace on his chair broke at the bolt hole. When it broke, the end user put out his hands to brace himself and injured his right hand. End user did not think anything of it as it was only a bump below his pinky on his right hand. He was having discomfort and went to the hospital on (B)(6) 2011 and had x-rays taken. The x-ray showed that there was a broken bone in his right hand. The hospital would not apply a cast right away due to swelling, but the end user is having a cast applied on (B)(6) 2011 in the afternoon. End user did mention that the spreader bar on the back of the chair was not in place when this incident occurred.

Manufacturer narrative:
Product was not returned to the MFR for eval and it is unk if or when the MFR may have the opportunity to evaluate. If the MFR receive the wheelchair for inspection, a f/u will be sent. This incident occurred in (B)(6). We are filing this MDR with the FDA due to the fact that we also distribute this model wheelchair in the united states.